Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged therapy electrode cable and bent pins in the electrode belt trunk cable connector. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode (te) and the distribution node (dn) was cut and there were bent pins in the electrode belt trunk cable connector were bent. The cause for the cut cable cannot be positively identified but is likely physical abuse. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The last pt to use this belt did not report any deficiencies.